Event description:
It was reported that there was fluid within the sterile package. Fluid was observed in the super sheath introducer sheath sterile package near the end of the sheath. The fluid was visible without opening the package. The packaging appeared normal and was intact. There were numerous super sheath introducer sheath devices observed to have this issue. One of the packages was opened and the substance was noted to be oily. The devices are all in their packages and were not used with a patient.